Event description:
Dealer stated that the consumer allegedly tipped forward twice and fell out of chair, and the left front is also allegedly bent from the caster to the cylinder. Qt.# (B)(4). No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided qt (B)(4). Model tdxsc2-cg, serial number/date code (B)(4) is approximately 1 year and 2 months old. The owner's manual part number 1149267 rev e (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.